Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verioiq meter was losing power very quickly. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue started when she first began to use the subject meter (date not provided). Per the onetouch verioiq owner's booklet, when fully charged, the meter will perform blood glucose or control solution tests for about 1-2 weeks before recharging is needed. The patient claimed her meter charge only lasted a few days (less than a week). The patient informed the csr that she manages her diabetes with insulin (self adjuster). On an unspecified date during summer of 2012, the patient reported that she was "away" for the weekend and her meter lost power. The patient stated she did not have the charging cable with her to charge the meter and therefore could not test her blood glucose. The patient mentioned she had charged the meter before going on her trip. It is not known if the patient made any changes to her usual diabetes management regimen as a result of not being able to test with the subject meter. The patient reported that "over the course of the day," after the meter did not power on, she developed symptoms of a headache, frequent urination, nausea and thirst. The patient reported associating these symptoms with hyperglycemia. In response to the symptoms, the patient reported taking extra insulin (in 2 unit increments) until she felt better. At the time of troubleshooting, the csr noted that the alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.